Event description:
As reported, button 1 on a 6/7f mynx control vascular closure device (vcd) was not working, it was blocked. The device was removed, and manual compression was applied. There was no reported patient injury and the patient is in good condition. The marker line was in normal position. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, button 1 on a 6f/7f mynx control vascular closure device (vcd) was not working, it was blocked. The device was removed, and manual compression was applied. There was no reported patient injury, and the patient is in good condition. The marker line was in normal position. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was in its original manufactured position and fully covered by the sealant sleeves, which exhibited no abnormalities. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were noted during the visual analysis. Per functional analysis, a simulated deployment test was conducted to assess device functionality. The tension indicator was properly aligned, button 1 was pressed followed by button 2, and the device functioned as intended. The sealant was successfully deployed, and the balloon retracted appropriately. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.